Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue was confirmed. The medium-large clip applier instrument was analyzed and found with one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to the severely bent grip did not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold the clips. The instrument only works half the time or every other clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on and obtained the following additional information: all instruments were inspected per the staff in sterile processing during the decontamination and sterilization process. If any problems were identified, the instrument would be put to the side for further inspection. The clip did not place appropriately and was retrieved during the same procedure. Weck clips were used with the clip applier instrument. The site usually uses the green clips, but they also had medium-large, large, and extra-large clips for any vessel needed. The site was unsure if how many times the clip applier instrument was used during the case when the incident occurred. Site used another clip applier instrument to resolve the issue.